Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced poor performance with the device. Open circuits were noted on eight electrodes in (B)(6) 2022 (specific date not reported) and fifteen electrodes in (B)(6) 2024 (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 due to a suspected device failure and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.